Event description:
Healthcare professional reported ¿deflation". This record is for the left side. Healthcare professional later reported "baker IV capsular contracture, painful, hardening of breast". Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: not observed openings on the device. ¿ capsular contracture: unable to observe. As per the investigation procedure were creases completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿deflation", baker IV, capsular contracture.

Event description:
Healthcare professional reported, ¿deflation". This record is for the left side. Healthcare professional, later reported, "baker IV, capsular contracture. Painful, hardening of breast". Device was explanted.